Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, when staff unpacked the hemopro device, they observed that the tip was broken on the clamp and the jaws were busted. A replacement kit was opened to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being reported to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).